Manufacturer narrative:
H6: the initial reporter did not provide ventec with the device's serial number. As a result, section d4 (model number, catalog number, serial number and UDI number) are all "unknown", and section h4 (device manufacturing date) shall be left blank. A ventec life systems dba react health team member visited the customer facility to examine a different device that had allegedly experienced the same issue (reference medwatch report # 3013095415-2025-00997). Through the course of that investigation, ventec determined that the cause of the reported issue was that the patient circuit disconnect alarm had not been appropriately set for the patient. Once the alarm parameters were adjusted correctly, a planned disconnect test was performed. The device alarmed immediately, thus confirming proper device operation of that device. Ventec then provided staff at the facility with additional education/training. The device was not returned to ventec for an evaluation. Based on the information available, ventec has determined that it's reasonable to conclude that the cause of the reported issue was user error and not the result of a device malfunction.

Event description:
It was reported to ventec that the device had become disconnected from a patient during use, and that the device did not provide a patient circuit disconnect alarm as expected. No further information about the patient or the event was provided. Ventec has made multiple attempts to obtain device information, however, no information has been received.